Event description:
Customer reported hospitalization due to low blood glucose. Customer had treated a blood glucose of 85 mg/dl and took a nap; she did not wake up. Husband called the paramedics and she was rushed to the hospital. Customer had to be resuscitated. The blood glucose reading at the time of the event was 12 mg/dl. Customer stated that she is brittle diabetic and believes this is the cause of the low. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.